Event description:
A malfunction was reported by the customer, who explained receiving repeated malfunction messages upon turning the pump on and off. There was no information provided regarding the customer¿s blood glucose level, thus no reported impact. To address this issue, the device is being returned, and the customer is expected to receive a replacement pump with serial number (B)(6).